Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600 mg/dl. The customer's blood glucose was 250 mg/dl, current blood glucose was 241 mg/dl. The customer stated she went to the hospital last night with a blood glucose of 599 mg/dl. The insulin pump will not be returned for analysis.